Event description:
Reportedly, the hearing performance is affected. Reimplantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information a damage to the active electrode, as it might be caused by an external mechanical impact, appears likely. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
Reportedly, the hearing performance with the device was affected. It is unknown if an accident or trauma occurred. The user has been reimplanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure at the active electrode i.e. Non-permanent short circuits, which are clearly the cause for the reported issues. This is a final report.

Event description:
Reportedly, the hearing performance with the device was affected. It is unknown if an accident or trauma occurred. The user has been reimplanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the hearing performance is affected. It is unknown if an accident or trauma occurred. Reimplantation is considered but no date has been scheduled yet.